Event description:
Customer reportedly received results of 250 mg/dl and 50 mg/dl on the compact system within 10 minutes. Customer reports low blood symptoms with these results; self treated with oj. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.